Event description:
The customer stated that paramedics were called to her home two days in a row due to hypoglycemia. The reported blood glucose reading was 66 mg/dl. Troubleshooting was performed, and it was found that the time on the insulin pump was off by nearly twelve hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.